Manufacturer narrative:
Conclusion not yet available, evaluation in process. This initial MDR is being submitted to meet our requirements of reporting. A follow-up will be submitted as soon as the investigation is complete.

Event description:
The customer wanted to notify the manufacturer of the information they have regarding this event; hope to have more details from the field representative soon. Date of event (B)(6) 2017. What is the outcome of the patient? Patient stable. What procedure was the product used for? Insertion for the impella cp; for a high risk pci. What was the condition of the patient when presented to the physician? Patient presented for hrpci due to surgical turndown. Patient history of hypertension, diabetes, shortness of breath. When was the issue identified? During procedure. Hematoma developed. What was the user (physician/ doctor/ nurse) doing when the issue occurred? Utilizing the impella cp for hemodynamic support. Was there any additional devices used during the procedure? None. In which sequence the devices were used if multiple devices were involved? Pending information from rep. Are the devices available to returned for evaluation? Not yet returned from field.

Manufacturer narrative:
The following sections were updated in follow-up #1: sex, date of report, event, concomitant medical products, date rec¿d by MFR, PMA/510k, if follow-up, what type and device evaluated by MFR. A review of device history record (DHR) was conducted and there were no manufacturing rejects or anomalies recorded in the DHR affecting released product. There was one (1) reject out of (B)(4) units found for the reported lot that failed the leak test, however that specific piece/ device was not shipped. The released introducer sheath and dilator passed all in-process and qa final inspection steps before shipping to the customer including visual, dimensional and leak testing. A complaint review of the reported lot identified one additional report but for an unrelated event. Per the vacuum leak test qa procedure, it states the following: perform pressure and vacuum leak test per established procedure using the latest revision. This procedure is performed by qa 100 percent. In the instructions for use (IFU) it indicates: when assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. One 14f abiomed introducer sheath was returned from the customer. There were no other accessories. Traces of blood were found on and inside the sheath. Upon evaluation of the returned product, the sheath including the hemostasis valve looked normal and there were no splits found down the sheath tube. No leakage was found when manually leak tested at the site where the sideport tubing and stopcock attaches to the hub. The abiomed introducer was then tested using the iso 11070:2014 liquid leakage test. The device was connected at the distal tip and pressurized to 38kpa and then examined for liquid leakage. The part passed the leak test, and a cut off dilator with a hub lock was connected to put pressure on the seal. (If this is not done, the seal will bow outward from the pressure and eventually leak from the slit in the seal due to the bowing.) The part was ramped up to 300kpa for 30 seconds and examined for leakage with the following results: no leakage observed at 38kpa, no leakage observed at 300kpa. Returned device analysis reveals one 14f abiomed introducer sheath that is within manufacturing specifications. The device passed leak testing was performed per applicable iso standard. Based on the analysis, the complaint cannot be confirmed. No manufacturing defects were found. A CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc., is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc., which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor, inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor, inc., or its employees, that the report constitutes an admission that the device, oscor, inc., or its employees caused or contributed to the event described in this report.

Event description:
Additional information received includes the following: device was used in a procedure for insertion of the impella cp on a patient with high risk percutaneous coronary intervention. The reported issue of blood loss/ leak is from the seam of the peel away sheath. The issue occurred during the procedure when the user was utilizing the impella cp for hemodynamic support. The team infused 1 unit of packed red blood cells due to blood loss estimated at 150cc. The patient developed a hematoma at the groin site, which the physician attributed to the leak at the peel away sheath. The patient is reported to be stable.